Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿a chronically draining sinus tract with the mesh at the base of this tract.¿ it was reported that the patient experienced an unknown adverse event. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. H6: appropriate term / code not available (e2402) utilized to capture infections (e19). Additional information: a1, a2, b7. Additional b5 narrative: it was reported that the patient experienced fistula, infection and pain following surgery.

Manufacturer narrative:
Date sent to FDA: 9/23/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.